Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity) associated with fault code#1003. Ts explained that the fault indicates that the device is depleting earlier than expected. The local representative was informed that the device should be explanted and replaced. Due to the severe weather conditions along the east coast, the local representative inquired about the timing for the replacement procedure. Data from the patient's monitoring system was reviewed by boston scientific's post market quality assurance department. A review of stored data confirmed the low voltage fault was declared in early (B)(6) 2012 due to three daily voltages that were below the threshold of 3.025 volts. There were no other faults or resets stored within device memory. Currently, therapy delivery remains unaffected and therapy should be available to the patient. Using the last years' worth of daily battery voltage measurement data, the estimated true depth of battery discharge to obtain an estimate of the fault current was plotted. The current appears steady with an additional current drain of 80ua over the expected nominal value of 11ua. To date, the behavior appears consistent over time. This, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. If the fault current were to increase several times more than the maximum calculated current, then the device may lose the ability to deliver therapy within a replacement window of 2 weeks.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted [no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.